Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on january 16, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2011 at 6:00 pm the patient obtained the blood glucose reading of 500 mg/dl on the reported meter, which he claimed were inaccurately high compared to his feelings. Based on this reading, the patient took a bolus dose of novolog insulin via the pump. One hour later, the patient experienced the symptom of sweating. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. Troubleshooting revealed the patient had stored his test strips incorrectly, outside the vial, which can compromise the test strips and contribute to inaccurate readings. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect by improperly storing the test strips outside the vial. However, as the patient suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s). Gender: not provided.lot#: not provided. The 510k#:k073231.